Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was performed without incident. Sometime post procedure, the pt was reassessed for urethral erosion. The sling material was removed without incident. No information is available regarding the specific user facility involved, or any other circumstances surrounding this event. The device was destroyed by the user facility. Therefore, no failure analysis will be available. Follow up indicated dissection technique may have been a contributing factor. Co's directions for use outline as potential complications: "the following complications have been reported as consequences which may occur in urological implant procedures: urinary retention and infection. Consequences specifically related to materilas: pelvic sensitivities and tissue erosion."